Event description:
Unknown facility called stating that the transport chair allegedly broke. It is unknown how it broke as the caregiver allegedly will not tell what happened. It is unknown what part of the transport chair broke. No injury alleged.